Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 1 and 2 to solve the reported issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm1 was analyzed and in remote fe, the 32056 error was found indicating fault on the pitch searchlight, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the pitch searchlight assembly was inspected, and no faults could be identified. The usm2 was analyzed and during visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a pftp and 0940-02960 test passed. After further investigation artemis showed errors 1173-1123 reported by axes controller arm (aca). The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted general inguinal hernia surgical procedure, prior to ports placement, the customer reported to technical service engineer (tse) that during setup a recoverable fault on universal surgical manipulator (usm) arm 1 was observed. Tse verified 32056 error in logs. Tse walked the customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc), but error came back on power up. Tse confirmed all 4 usm arms were needed for the procedure. Tse verified matching software on all systems. The procedure was aborted to another dv system with no reported injury.